Event description:
It was reported via repair work order that the bed had unintended motion of the zoom function due to a damaged drive motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.